Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a partial display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that the insulin pump screen was half gone. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump had no button error alarm noted. The device was received with no button response due to unlocked button keypad connector. We were unable to perform functional test due to keypad anomaly. Missing partial display due to lcd zebra connector cracked. We were unable to verify motor error alarm, encoder alarm or displacement accuracy test due to keypad anomaly. Drive support disk was inspected and no anomaly was noted. The device had minor scratched lcd window and cracked reservoir tube lip, motor passed motor test.